Manufacturer narrative:
H3: product analysis :evaluation could not reproduce the reported malfunction of burr not spinning in attachment . However, it was noted that bearing fell out at tube distal making the burr wobble , bearings are worn and corrosion is also observable in the tube . G.3. Aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op the burr not spinning in attachment . At the time of report patient was involved no impact to the patient is been observed . Additional information received that the bearing fall-out at tube distal during the evaluation .